Event description:
The customer reported via phone call that the insulin pump was uploading the insulin pump onto carelink, but carelink did not show the tubing fills or data from past a certain date. The customer's blood glucose was 334 mg/dl. The customer also received error messages stating that there was conflicting data. The customer was advised of causes for conflicting data errors. The customer declined troubleshooting for high blood glucose and for the other issues. The customer was advised that their insulin pump would be replaced per customer's request. The customer agreed to return the product for analysis.

Manufacturer narrative:
No carelink or bolus history anomaly was noted. The insulin pump was able to program multiple boluses and was monitored. The insulin pump uploaded properly using carelink pro. All bolus deliveries were present in carelink and in the bolus history screen. The insulin pump passed the displacement test, rewind test and basic occlusion test. The insulin pump was unable to prime during the prime/force sensor system test due to a faulty force sensor resistor. There was a cracked case at the lcd window corner, a cracked reservoir tube lip, and scratches on the reservoir tube window, cracked battery tube threads and a cracked lcd window.